Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed. Due to system limitation the following was added to h10 of MDR: section h6: health effect - clinical code e2342 multiple organ dysfunction syndrome

Event description:
It was reported that the patient passed away on (B)(6) 2023 after care was withdrawn due to the patient's status. The cause of death was biventricular failure resulting in cardiogenic shock with multi-system organ failure.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events and subsequent patient outcome, as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. An autopsy was not conducted and hm3 lvas, serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including multiple types of organ failure and dysfunction (including right heart failure) and death as potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.